Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that their insulin pump received multiple pump error alarm. The customer¿s blood glucose level was unknown. Customer was performing displacement test and test did not pass. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device alarmed pump error 38 during rewind due to corroded motor home switch. Device received with corroded electronic assemblies.